Event description:
During troubleshooting for an unrelated alarm, the patient reported that they had cycled power to the homechoice device in an attempt to clear the alarm, and were now connected to the setup in the device¿s self-testing phase. The technical services representative reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was connected to the setup during self-testing. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.